Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission one day after the implant procedure showed the right atrial lead was oversensing far-field r waves, as observed on the electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.